Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable came off, moisture on lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wire in bad shape due to cable came off, most probable cause of the malfunctions (cable came off, moisture on lens) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had the chord on the bottom starting to separate from the bottom of the camera, the strain relief was pulled away from the bottom, and the thin ground wire was in poor condition and pulled out. The event occurred during reprocessing. There were no reports of patient involvement.